Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. A review of remote interrogation data from the device showed that all subsequent measurements were stable and acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the patient had received electrical stimulation to the spine on the day of the out of range shock impedance measurement. The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.